Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. : investigation summary : according to the information provided, it was reported that during the rotator cuff repair operation, opened the packing (did not use), noted the ceramic was broken off (as the photo shows). No additional information could be provided. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the photo, it was observed that the ceramic was damage. A DHR review has been performed for lot u2011111; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. This complaint was reviewed with the manufacturer; as a result, the damage seen to the ceramic appears to be more severe than the ceramic breakages seen under a CAPA investigation; therefore, is unlikely to have been caused by the same mechanism. There are in place controls to detect any damage, such as inspection of the tip face at 10x magnification of 100% of product occurs at process id65 as per assembly aid 588065; also, 100% visual inspection is performed as per pouch sealing visual failures (spc u chart 921090-ab), undefined visual imperfection with electrode. It would be difficult to speculate on root cause without looking at the physical device, with regards to the severity of damage to the ceramic, we have not investigated a similar complaint which we can attribute to a known failure mode. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the rotator cuff repair operation, opened the packing (did not use), noted the ceramic was broken off (as the photo shows). No additional information was provided. The coolpulse 90 electrode without hand controls was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device was not returned in the original packaging; the device ceramic is confirmed to be cracked with sections missing. The active tip shows evidence of use/activation with tissue debris being visible and the shaft of the device remains straight. Due to the device damage and the electrical cable being cut off, the electrical and functional tests weren't performed. A DHR review has been performed for the complaint device lot number u2011111; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the product ra no containment or correction action related to the individual complaint is required. The customer¿s device was manufactured in december 2020. From our investigation we were able to confirm the broken ceramic as reported however the device received does not appear to be consistent with reported event as the complaint electrode has been used during the procedure and is not in an out of box condition. The reason for the ceramic breaking is not clear, with the rest of the device being in a very good condition. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a DHR review has been performed for lot u2011111; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observe, a DHR review has been performed for the complaint device lot number u2011111; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the product ra no containment or correction action related to the individual complaint is required.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
Packing ceramic breakage. It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the ceramic on the vapr coolpulse90 electrode device was broken upon opening its package. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.